Event description:
It was reported that during a wedge resection procedure, the device could not fire completely at the 4th firing. Cartridge dropped off when released the device. The cartridge was retrieved. Another device was used to complete the case. There was no adverse patient consequence.